Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported symptom 'unknown system error' was confirmed in the event history log review through the presence of 'system error 345' and reproduced during evaluation while running a loaded set. The system error 345 was verified. The cause was determined to be a failed downstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error. There was no patient involvement. No additional information is available.